Manufacturer narrative:
A review of the manufacturing records could not be conducted because the lot # is unknown. The device remains implanted in the patient so no evaluation of the device is possible.

Event description:
It was reported that the physician implanted a gore helex septal occluder to close a pfo (patent foramen ovale). Prior to implant, the patient had a history of migraine/tia (transient ischemic attack) and a tcd (transcranial doppler) score of 5+. At a one year follow-up, the patient had a residual shunt and a single fracture on the right disc. The tcd score was 4+ and the patient still complained of migraines, so the physician decided to implant a vascular plug in addition to the helex device to close the shunt. The patient was doing well following the procedure.